Event description:
It was reported that, "on (B)(6) 2008, the plaintiff" was implanted with "the ams mini-arc sling system," to treat her pelvic organ prolapse and stress urinary incontinence. It was alleged by the plaintiff's attorney that, "as a result of having the ams products implanted in her, the plaintiff has experienced significant mental and physical pain and suffering and will likely undergo corrective surgery." It was also alleged that the plaintiff has "sustained permanent bodily injury," impaired physical relations with her husband, "has suffered, and will continue to suffer, physical pain, mental anguish, emotional distress, disfigurement, disability, and loss of enjoyment of life" and other damages.

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.